Event description:
It was reported that the customer went to the emergency room; details and the nature of the visit were not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.